Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had the upper display erratic. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb) and the backlight inverter pcb¿s were upgraded. The unit passed all testing and operates within the manufacturing specifications.